Manufacturer narrative:
H11: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: drawing up a med with blunt needle and noticed black dots on cap of needle (on inside and outside). Med re-drawn up with new needle and other needle saved.

Manufacturer narrative:
(B)(4) follow up for device evaluation: a customer reported the presence of black dots on the cap of a needle. To support the investigation, one unpackaged sample was received and evaluated by the quality team. A visual inspection revealed dark-colored specks embedded within the plastic shield, identified as degraded resin. No additional defects or irregularities were observed. The presence of embedded degraded resin is typically associated with the startup phase or intermittent occurrences during the injection molding process. During these times, degraded resin may dislodge and become incorporated into molded components. Based on the analysis of the returned sample, the reported issue has been confirmed.